Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date^: the events occurred between (B)(6) 2024. D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (B)(4). E1: initial reporter postal code: (B)(6). E1: initial reporter phone no. (Additional number): (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (07) large volume infusors underinfused during patient infusion via a peripherally inserted central catheter line. The event was further described as "always 85-90% infused". These contained benzylpenicillin (seqirus) 14400mg in 240ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.